Manufacturer narrative:
An emdr report was initially submitted, based on the information that the catheter was cracked. Upon further investigation, the damage was determined to be at the user end, in a section that would not be located in the scope but outside of the scope at the user end. Based on this, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional information section for this justification.

Event description:
During a colon dilation procedure in the terminal ileum (ti), the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. While advancing the balloon down the colonoscope, there was resistance. The doctor pulled the scope from the ti and into the cecum. Using some force, the balloon exited the scope. The balloon was used to dilate the stricture and inflated to 13.5 (40cc). After successful use of the balloon, the balloon could not be removed from the scope. The scope and balloon were removed from the patient as 1 unit. Once removed from the patient, the balloon snapped (did not completely break apart) when attempting removal from scope. The sheath was used to sheathe the balloon and remove from the scope. The device was evaluated on 03/01/2022 and found to have catheter breakage. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with break in the catheter exposing the purple tubing at 48cm - 49.7cm. There was kinks/damage to the catheter at 57.9cm - 62.5cm distal from the handle. There were no other anomalies detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to the implementation of this corrective action. The likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.